Event description:
It was reported that the patient had received a previous inappropriate shock for t-wave oversensing. The system was reprogrammed to a new sensing vector. The patient recently received an additional inappropriate shock for t-wave oversensing. Reprogramming was recommended and the system is still currently in service. No additional adverse events.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include additional information. The patient was being brought in for system re-optimization and there were concerns of possible device movement which attributed to the t-wave oversensing and inappropriate shock. Subsequently, the device was explanted and replaced with a new one. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.